Manufacturer narrative:
Information unknown/not provided. Date of event: (B)(6) 2020 the date article was published. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the device has been explanted. Telephone number: (B)(6). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Pollmann, a.s., mishra, a.v., campos-baniak, m.g., gupta, r.r., eadie, b.d. (2020). Ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. American journal of ophthalmology 68(1), pp. 1151-1153. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ab interno suture tube occclusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. A case series report of 4 patients was done to present the use of a 4-0 polypropylene suture prolene (ethicon) for partial occlusion of the baerveldt glaucoma implant (bgi; abbott medical optics, inc.) Lumen from an ab interno approach in the management of delayed hypotony following bgi insertion. Adverse events reported: decreased visual acuity (n=4). Subjective complaint of shimmering lights (n=1). Eye pain (n=1). Persistent hypotony (n=4). Shallow anterior chamber (n=2). Injected conjuntival bleb (n=1). Anterior chamber cells (n=1). Choroidal effusion (n=3). Choroidal folds (n=1). Retinal pigment epithelial hyperpigmentation (n=1). Fibrin in anterior chamber (n=1). Correctopia (n=1). Tilted 3-pc iol (n=1). Vitreous hemorrhage (n=1). Scarred corneal graft (n=1). Interventions reported: topical medications (atropine, antibiotics, prednisolone) (n=2). Discontinuation of glaucoma medications (n=2). Tube lumen ligature with vicryl 7-0 (n=1). Anterior chamber reformation with viscoelastic (n=1). Tube lumen occlusion with 4-0 polypropylene (n=4). Pars plana vitrectomy (n=1). Air-fluid exchange (n=1). Iol exchange (n=1). Other jnj products were mentioned but it is not clear to which device the complaints are related to. Details for case number 2 patient is as follows: (B)(6). Sex : female. Glaucoma type: pseudoexfoliation. Additional combined surgical procedures : vitrectomy, intraocular lens exchange, drainage of choroidal effusions. Pre-operative bcva : 20/400. Last post-operative bcva: 20/80 + 1. Pre-operative iop (mmhg) : 4. Last post-operative iop (mmhg) : 10. Months of follow-up : 2. Post-operative complications: vitreous hemorrhage. At the last visit, 55 days following suture occlusion of the bgi tube, bcva was 20/80 + 1 and iop was 10 mmhg. There was no recurrence of choroidal detachment. This report is for case number 2. Separate reports are being submitted to capture the adverse events for case numbers 1, 3, and 4.

Manufacturer narrative:
Corrected data: in the report submitted june 16, 2021 (md-0003400), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.